Event description:
It was reported that the tip of a bolt cutter head broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the investigation has shown that the bottom of the cutting head is indeed broken off. Unfortunately we are not able to determine the exact reason of this damage. Please ensure to position the schanz screw accordingly in order to avoid a bottom breakage (overloading). Note if the cutting gets becomes too hard (wear & tear) you may consider to get the inner cutting part exchanged. Due to the complained device being ten years old; we have to classify this complaint as a normal wear and tear. No product fault could be detected.